Event description:
It was reported that the patient was asymptomatic and not dependent on the implantable cardioverter defibrillator (ICD) for normal function. It was noted that post paced t wave oversensing was observed on the ICD. Programming changes were made. There were no reported patient consequences.